Manufacturer narrative:
(B)(4). The device is in the possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements and noise. The noise was oversensed. No pacing inhibition was noted. Additional information received from the field representative indicated that the cause was not determined. The other manufacturer¿s rv lead was surgically abandoned and this device was explanted. No additional adverse patient effects were reported.